Event description:
The facility representative reported a fail code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of pt injury or medical intervention.